Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the atrial lead exhibited an intermittent loss of capture. There were 282 noise reversion events. The lead was explanted and replaced.